Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 6.2 mmol/l. Customer stated that the pump stopped working and the insulin delivery stopped. Pump just went blank and has not come back on. Troubleshooting was performed and customer was advised that a replacement battery cap will be shipped. Customer does not have a new aaa alkaline battery to test with the pump. Customer was advised that if the display does not return, they should revert to a back-up plan per health care provider's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.